Event description:
It was reported: severe migration of the acetabular shell into the pelvis acute loss of bone with severe pain.

Event description:
It was reported: severe migration of the acetabular shell into the pelvis acute loss of bone with severe pain.